Event description:
It was reported that in early 2009 the patient was experiencing pain in her lower back. Surgeon reviewed patient's MRI results, after which review surgeon told patient that several of her vertebrae were causing her pain by making contact with each other. Surgeon performed surgery consisting of a spinal fusion using rhbmp-2/acs with installation of hardware from l5-s1. Surgeon did not diagnose her with degenerative disc disease and he did not attempt six months of non-operative treatment. Since the surgery, patient has been in constant pain and is unable to find comfort. She has lost the majority of what flexibility she previously had, and she now has a hard time bending, sitting, standing, and laying for any significant period of time. Patient continued to suffer the same pain she had prior to her surgery. In addition, she has pain in her hips and instability in her lower limbs, as well as pain and tenderness around the scars from her surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.